Event description:
It was reported by the affiliate prior to a breast biopsy procedure that the generator could not get electronic power, but the fan was working normally. There was no adverse pt consequence.